Event description:
Per the clinic, the patient experienced post operative wound infection and necrosis at the implant site. Susbequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient also underwent a skin revision surgery to repair the affected site (date not reported).